Event description:
During biomed testing, the device displayed "defib fault 78" and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.